Event description:
It was reported that a patient experienced Pericardial effusion.During a post procedure for a Pulsed Field Ablation (PFA) procedure to treat a Paroxysmal Atrial Fibrillation a Farawave Ablation Catheter was selected for use. Due to, the patient's blood pressure identified as low upon admission to the ward, lactated Ringer's solution was given for fluid replacement and norepinephrine (0.67 microg/kg/min) was used to maintain blood pressure. Procedure was performed with no issue. A bedside emergency echocardiogram showed the patient's pericardial effusion had increased significantly compared to before surgery, fluid accumulation in the heart chambers with values of: posterior wall of the left ventricle: 6.1 mm, left pericardial cavity: 10.0 mm, apex: 7.0 mm, anterior wall of the right ventricle: 7.0 mm. A cardiology consultation was requested, and at 20:05 a bedside was performed, continuously draining a total of 300 ml of bloody fluid. Protamine was given to counteract heparin, and red blood cell suspension was administered to correct anemia. After a full hospital consultation, it was considered that the pericardial hematoma might be related to systemic heparinization during surgery and bleeding around the occluder in the surgical area. Drainage volume decreased and patient's vitals improved; close monitoring and echocardiography has been kept. Hospital-wide consultation, include thoracic surgery. At 21:29, a follow-up echocardiogram showed no obvious pericardial effusion, the patient's HR was 73 bpm, R 21 breaths/min, SPO2 99%, IBP 110/51 mmHg, and norepinephrine was continued at 0.27 microg/kg/min. The patient requires hospitalization beyond standard care. The patient has not yet been discharged by july 8th, nonetheless, condition has stabilized. The patient is expected to fully recover from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MedWatch will be filed.D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.